Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported resistance was encountered with the saline flush. To aid in the investigation, two samples were received for evaluation by our quality team. The samples came with no packaging flow wrap or tip cap. One sample has the rubber stopper at 2.5ml and the other one is at 4ml. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the results were within specification. It could be possible the customer had some product on the higher end of specification inducing more force than normal required to expel the solution. A device history record review was completed for provided material number 306546, lot number 0325358. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. With the experience of our processes, the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency. Based on the investigation and with the sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: probable root cause: it could be possible that parts that are towards the high specification limit are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Based on the experience of our process the effect of having plunger resistance could be induced by how the silicone is applied to the syringe barrel inner wall. We have initiatives in our production line monitoring the silicone application and its consistency.

Event description:
It was reported that 2 10 ml bd posiflush¿ normal saline syringes experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 0325358. Prefilled syringes flush syringes I have two of these prefilled flushed syringe when flushing a patient's peripheral IV, resistance was encountered with the saline flush. Disconnecting the flush from the piv and attempting to push the plunger was very difficult. A new flush was obtained and the same issue was encountered. No patient harm.